Event description:
Original procedure date: 2001. Post op re-op date: 2002. Procedure: sigmoid colon resection. Patient was discharged after 2001 surgery and approx 7 week post-op, in 2002 was brought back to the or due to incision drainage problems. The surgeon brought the patient back to the or to undergo adequate drainage and upon opening found the wound had dehisced at the fascia layer. The surgeon had used two sutures to close on the original procedure. The suture ends were breaking. The patient was resutured.